Event description:
On 3/4/97, co received a complaint from distributor that the round diamond bur, long, catalog #5092-266, lot#00043870, was mislabeled. The product was actually a round diamond bur, extra long, catalog #5093-266. Co confirmed that the product was actually a round diamond bur, extra long, catalog # 5093-266, on 3/11/97.